Event description:
It was reported that a pt's generator could not be interrogated. The physician does not believe the generator to be near or at end of service. Electromagnetic interference is suspected as the cause of the communication problem as the physician attempted interrogation with the handheld plugged into the wall. The pt is scheduled for a followup visit to verify proper device function.